Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Pocket and chest manipulation, postural changes of the patient and maneuvers were performed and these tests showed no signal artifacts in all three sensing vectors. An x-ray was performed and an automatic setup was completed. No changes were made to the programming based upon the automatic set up. The patient was given a remote home monitor and sent home. It was noted that the patient wears a house arrest electronic prison bracelet. The following day the patient returned to the hospital after experiencing another shock. The patient was subsequently hospitalized and the s-ICD shock therapy was programmed off due to the second shock being deemed inappropriate. Boston scientific technical services (ts) was consulted to review the episodes and x-ray images. Ts discussed that it was unlikely the house arrest bracelet was providing any interference to the implanted system as it appeared to be operating more than six inches from the implant pocket and there was also for no evidence of external noise on the recorded electrogram. Ts discussed potential causes for the noise and discussed that upon initial review of the provided x-rays there did not appear to be a lead insertion issue and there was no evidence of electrode damage. Additional review of the data by ts noted the noise appeared to be similar to sense b node noise and is gone post implant. The signal characteristics show a potential intermittent contact situation. Ts again suggested further troubleshooting and discussed ways to mitigate the situation in the future. The s-ICD and electrode remain in service and no adverse patient effects were reported.